Event description:
The customer reported that the system displayed an intermittent fast stop activated error message. This error message will cause the system to shutdown. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.